Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit the screen appeared blurry when turned on. A getinge field service engineer (fse) confirmed issue and stated to resolve replace the video cable, the device has passed all the performance and safety tests specified by the factory, the machine performance is normal, delivered to normal use by customers. There were no casualties reported. The defective components were received for further investigation. The failure analysis and testing department received a assy upper dsp mon to lcd, with a reported of the screen shaking when powered on. Performed visual inspection of part per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed the assy upper dsp mon to lcd into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests did trigger the reported problem of the screen shaking when powered. The failure analysis and testing department was able to verify the failure experienced by the customer. Retained the assy upper dsp mon to lcd in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to internally further troubleshoot this part in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units screen appeared blurry when turned on. There was no patient involvement.

Manufacturer narrative:
Event site name : (B)(6). Address: (B)(6). A supplemental report will be submitted upon completion of our investigation.